Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed. Analysis identified a ¿vent service required¿ error indicating that the device software had detected a large pressure drop between the monitor and outlet pressure sensors. There is no documentation specifying which component was replaced to address this error. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The muffler assembly and air inlet foam filter required replacement due to preventive maintenance. Additional components were found contaminated or stained and required replacement, including: the particulate filter, machine flow sensor, the fan retainer, the blower bellows seal, blower mount, the cooling fan assembly, vanity cover, tubing system pca, the tubing-blower chassis, tubing fio2, and the tubing low flow o2. The blower assembly required replacement due to evt_motor_overspeed causing it to make noise. The 3-way solenoid valve and proportional valve were replaced due to an evt_circuit_disconnect alarm related to patient settings. Additionally, the internal battery door had rubber missing, the usb connector cover was missing and the filter cover and fio2 door were damaged. The customer complaint was confirmed. Following service, the unit passed all testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.